Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s husband reported via phone call that the customer went to emergency room and then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of over 600 mg/dl. The customer was treated with manual injection, insulin pump and intravenous insulin drip. Customer declined to perform a carelink upload. Customer did not allege insulin pump was under delivering. Customer also reported that the insulin pump had insulin pump error alarms in history. Customer stated that the able to clear alarm and able to complete rewind. Customer stated that the drive support cap was normal. Customer performed self test and the test was passed. Customer stated that changed the set because insulin pump was alarming no delivery because of empty reservoirs. Troubleshooting was declined for no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, a21 alarm or a17 alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.